Event description:
Procedure: low anterior resection. According to the reporter: the surgeon placed a purple tristaple loading unit ((B)(4)) on the colon during a low anterior resection. Upon firing, the knife was deployed, but the staples fell out of the loading unit and were scattered on the colon and in the abdominal cavity. As a result, the colon was open, and fluids, allegedly containing tumor cells, leaked out into the pt's abdominal cavity. Tried firing 2 loading units from the same box - none worked. Then, the surgeon fired one 30mm and 45mm loading unit, which worked on the same handle. The surgeon used two additional endocatch gold in order to retrieve cancerous specimen after creating a new anastomosis. Surgery time extended by approximately 2 hrs.

Manufacturer narrative:
(B)(4).